Event description:
It was reported that during a heavily tortuous, heavily calcified, de novo 75% stenosed mid left anterior descending coronary artery procedure, the physician first treated the proximal part of the lesion and the attempted to treat the distal part of the lesion with the 2.75 x 12 mm xience xpedition however, the stent delivery system failed to advance through the previously implanted stent. The physician then pushed the stent delivery system with force and proximal shaft became detached. The procedure ended with no further treatment. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: joker; guide catheter: launcher 6fr. Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.